Event description:
Manual hoyer lift defective. Hoyer lift started to go down while my son was in his sling, luckily it happened while underneath a chair when trying to transfer him. This is the second one that I've had problems with. It had been replaced with the same model from my dme provider after using the first one for a year and I've had this one for almost a year. The previous one the cylinder looked up. Just did research on it and saw that this model is on your FDA as of having for a long time and somebody can get seriously hurt. FDA safety report ID# (B)(4).